Event description:
It was reported that the patient experienced discomfort due to the ipg becoming more superficial under the skin. The patient underwent a revision procedure wherein the ipg was slightly adjusted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.